Event description:
Related manufacturer reference number: 2017865-2021-38137, related manufacturer reference number: 2017865-2021-38139. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions. During the procedure, device interrogation after the leads were connected to the replacement device revealed noise on the atrial (ra) lead and noise oversensing leading to inhibition of pacing on the right ventricular (rv) lead. The physician elected to cap and replace both the ra and rv leads during the pacemaker exchange. The patient is recovering after the procedure.